Manufacturer narrative:
The implant date of (B)(6) 2003 is an approximate date. Only the year (2003) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The existing aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff. It was noted that there was nothing wrong with the explanted aus. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.